Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: venous patient connector separated from the cvc port. Detailed inquiry description: venous line of tubing became disconnected from patient's catheter. Cht followed the procedure of pushing in line tips and turning clockwise before securing. Blood loss from catheter disconnection was minimal as cht was nearby and caught it when it happened. Unable to rinse patient's blood back as the venous line was contaminated. Patient does tuck her catheter lines under her armpit by her blood pressure cuff and fidgets with her blankets. Staff have educated patient to not do this due to risk of disconnection.